Manufacturer narrative:
The product was not returned due to which the metallurgical examinations could not be performed. Based on the available info the root cause could not be determined and there were no indications found for any material or manufacturing related issue.

Event description:
It was reported that the screw broke during insertion. It was reported that the screw was discarded by the account.